Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. On (B)(6) 2023 a replacement lens of shorter length was implanted. It was reported that the problem resolved, "stable with low vault" was reportd. Cause of event was unknown.